Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.10. The company representative was able to replicate the reported event. The pneumatic module was replaced to address this issue and was returned for investigation. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. A pneumatic module was received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a system and tested. There was no problem found and the reported event was not replicated. The root cause of the reported event is attributed to component wear. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console specific cutting was not working. The procedure details were not reported. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).